Manufacturer narrative:
Sizing issue.no product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via (B) (4) survey. The device history record (DHR) review was not possible due to no lot/serial number(s) were provided. No additional information was provided, device was not returned for evaluation.

Event description:
Marketing study ¿ it was reported via (B) (4) survey conducted by (B) (4) for edwards lifesciences, (B) (4) 2009. Note the reporter (hospital, surgeon) is anonymous. The device model number and size are unknown. The complaint was as follows; the things that I don¿t like about it [(B) (4)] are that the sizers tend to underestimate the size of valve that will fit in the hole and there is asymmetry of the valve with a more flat area in the region of the anterior leaflet of the mitral valve between the trigones...the sewing annulus is not a perfect circle like most valves are...all other valves I¿ve ever put in are just a circle¿. Response from physician.